Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient received replace battery warnings without getting a low battery warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found current data range did not cover the event date due to continued customer use. One low battery warning was found in the current data range with no evidence of excessive battery usage. The battery cap was not returned and a test battery cap was used for the evaluation. The pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. No internal issues were found when the pump casing was opened to further investigate. The reported power issue was not verified in the black box and the investigation was unable to reproduce the issue. Unrelated to the reported power issue, it was observed that the battery compartment was cracked below the grip pad and the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.